Event description:
It was reported that during a laparoscopic nephrectomy, the device fired malformed staples at the distal portion of the cartridge. It was not reported how the procedure was completed. There was no patient consequence.